Event description:
Pharmacy technician was preparing cladribine and injecting drug into bag through the closed system drug-transfer device (cstd). Once they removed the syringe off the cstd, they noticed the cstd was still depressed in the middle. Piece was replaced with a functioning device before completion. No patient or staff member harm was reported.